Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in the hospital for chest pain and the patient mentioned that the device was beeping a few years ago. Additional information received indicated that this ICD exhibited premature battery depletion (pbd). This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code (B)(6) captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, an evaluation of this implantable cardioverter defibrillator (ICD) was performed. Analysis showed that the device was unable to pass all automated therapy verification testing on the system as a result of a depleted battery. Laboratory analysis confirmed allegation from the field however, the cause was undetermined.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in the hospital for chest pain and the patient mentioned that the device was beeping a few years ago. Additional information received indicated that this ICD exhibited premature battery depletion (pbd). This device was explanted. No additional adverse patient effects were reported.